Event description:
The surgeon inserted a 12.5 mm icm125v4 implantable collamer lens in 2005. About 3 months later, due to excessive vault, narrowing of the angle and shallowing of the acd the lens was removed. The reporter indicates that the pt was experiencing glaucoma due to the excessive vault. Peripheral iridectomy was performed. Another lens was not inserted. Pt's best corrected visual acuity 20/40.